Manufacturer narrative:
Date of event was approximated as event date was not provided. Good faith efforts are being completed to obtain additional information. Age at time of event: 70s.

Event description:
It was reported that pulmonary embolism and death occurred. An angiojet zelantedvt catheter was selected for a thrombectomy procedure in the iliac veins and inferior vena cava. The procedure was completed. Approximately 30 minutes post procedure, the patient experienced a pulmonary embolism. The patient expired the following day. It was further reported that the patient was adequately hydrated prior to and after the procedure. The angiojet device worked fine during the procedure and removed the clot. The device run time was 240-250 seconds. No complications occurred during the procedure; however, the patient had bradycardia 30 minutes after the procedure while moving onto a bed for transfer. The official cause of death was a pulmonary embolism (pe). The physician believes that the pe and death were possibly due to the angiojet catheter. There were other unspecified non-bsc devices that may have contributed to the pe and death.

Manufacturer narrative:
Date of event: date of event was approximated as event date was not provided. Good faith efforts are being completed to obtain additional information.

Event description:
It was reported that pulmonary embolism and death occurred. An angiojet zelante dvt catheter was selected for a thrombectomy procedure in the iliac veins and inferior vena cava. The procedure was completed. Approximately 30 minutes post procedure, the patient experienced a pulmonary embolism. The patient expired the following day.